Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 1 of automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set. The home pt noted that the homechoice machine was alarming. Hp reconnected self to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.